Manufacturer narrative:
B3: as the event date was not reported, the first day in the month of the aware date is provided. B5: describe event or problem: updated. H6: impact code: updated.

Event description:
It was reported that the rotation speed cannot adjust. A rotapro console kit assy gen 230v was selected for use. During use, speed is not possible to adjust. No further information is available. It was further reported that the issue happened during or after software update. There was no patient involvement.

Event description:
It was reported that the rotation speed cannot adjust. A rotapro console kit assy gen 230v was selected for use. During use, speed is not possible to adjust. No further information is available. It was further reported that the issue happened after software upgrade. There was no patient involvement. It was further reported that the speed issue occurred with dynaglide mode and the speed was between 273k up to 289k.

Manufacturer narrative:
B3: date of event corrected. B5: describe event or problem: updated. H6: impact code: updated. The rotapro console was returned for analysis. The console failed the final functional test and did not meet the acceptable range for the servo gain dynaglide initial flow. The golden unit pneumatic kit was paired with the console and the unit passed the final functional test without failing at any point. Analysis of the device confirms that the reported event of speed issue during dynaglide mode was confirmed.

Manufacturer narrative:
B3: as the event date was not reported, the first day in the month of the aware date is provided.

Event description:
It was reported that the rotation speed cannot adjust. A rotapro console kit assy gen 230v was selected for use. During use, speed is not possible to adjust. No further information is available.

Manufacturer narrative:
B3: date of event corrected. B5: describe event or problem: updated. H6: impact code: updated.

Event description:
It was reported that the rotation speed cannot adjust. A rotapro console kit assy gen 230v was selected for use. During use, speed is not possible to adjust. No further information is available. It was further reported that the issue happened after software upgrade. There was no patient involvement. It was further reported that the speed issue occurred with dynaglide mode and the speed was between 273k up to 289k.

Manufacturer narrative:
B3: as the event date was not reported, the first day in the month of the aware date is provided. Media analysis: media attached to the complaint shows evidence of the high speed of 287 and confirms reported event of during use, speed is not possible to adjust, console rpm speed adjust knob failure to adjust speed.

Event description:
It was reported that the rotation speed cannot adjust. A rotapro console kit assy gen 230v was selected for use. During use, speed is not possible to adjust. No further information is available.